Manufacturer narrative:
The device was returned and the evaluation found screen blacks out during angling. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had an image blackout. The issue occurred during preparation for use. The device was replaced, and the associated procedure was completed with no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the below possible causes of the subject event are considered: ·dust, stain or foreign materials adhered to the electrical contacts in the scope connector, and the connection status was insufficient, leading to poor electrical connection status to the system. As a result, the circuit board in the video connector became faulty. ·electrical stress by energization of the image sensor installed in the image sensor unit which was assembled in the distal end of the endoscope was accumulated, static electricity was accidentally applied, or overcurrent flew due to connection/disconnection while the system was turned on. As a result, the electrical connecting status became poor, which exercised a negative impact on the image signal output. Then, the image signal output became unstable leading to failure of the image sensor. ·moreover, overcurrent may have occurred due to connection/disconnection while the system was powered on, overcurrent from other devices or electrical wiring, or adhesion of dust and moisture to the electrical contacts of the system and the video connector. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ was confirmed to describe how to detect the subject event. Olympus will continue to monitor field performance for this device.